Event description:
Clip did not cover tip of stylet, resulting in needle stick injury to ER employee. No additional info was available on circumstances surrounding incident. No info on pt was provided. Facility protocol was followed for needlestick injury.